Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's battery failed. It is unknown if the device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 21feb2019, date rec¿d by MFR : 20feb2019. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.